Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary: when the test pcb is replaced, the image was displayed without any problem, so it was decided that the cause was pcb and replaced it.

Event description:
No image, pcb defective. No problem with a test pcb. This event occurred at the time of during inspection. There was no report of patient harm.